Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was inconclusive due to the state of the returned sample. The product returned for evaluation was one 4fr sl groshong nxt catheter. A gross visual inspection of the returned unit found that the two-piece connector was returned in a decoupled state and the catheter tubing was returned in two segments. No damage to the locking arms of the proximal connector was present, suggesting that the two-piece connector had never been assembled. This suggested that the two-piece connector may not have been the connector involved in the reported event as the reported event occurred after catheter insertion, at which point the connector should have been assembled. Decoupling of the two-piece connector post assembly would cause damage to the locking arms of the proximal connector which was not observed. Additionally, while the catheter tubing was broken into two segments, the reported event mentions trimming of the catheter after the reported event, indicating that the breaks in the catheter were intentional cuts made by the user. The returned components were tested for fluid patency and leakage by flushing with water using a 12ml luer lok syringe. During testing, no leaks were observed and all components were patent to infusion. The valve slit length was measured and found to be within specification. No features were observed which would indicate that leakage, occlusions, or bleedback had occurred. Additionally, microscopic inspection did not identify any remarkable features. However, it is likely that all the components of the groshong catheter involved in the reported event were not returned. As these components could not be evaluated no further conclusions could be drawn. Therefore, this complaint will remain inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, blood reflux in catheter while dripping. Additional information received 05-jan-2026 - the catheter was cut after it was removed. The nurse say the PICC was connected with a three way connector, one way connected with primary intermittent administration set drug ,the other was connected with n/s for hydration. And when they found occlusion happened, the three way connector is three way open, they assumed the occlusion shouldn¿t happened, since the there is fluid dripping all time. No injury. No catheter retained in the patient. During flushing, the operator initially felt resistance but continued flushing, leading to catheter damage and leakage. The doctor then disconnected the 2-piece connector, trimmed the catheter, and reconnected.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.